Event description:
Abiomed japan forwarded a publication titled "echocardiography-guided percutaneous ventricular assist device for postinfarct ventricular septal rupture," which noted a patient in cardiogenic shock from an acute myocardial infarction was implanted with an impella 5.5 and placed on extracorporeal membrane oxygenation (ECMO) support. In summary, the patient experienced "uncontrolled bleeding in setting of systemic anticoagulation, leading to hemorrhagic shock." Care was withdrawn, and the patient expired.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. The actual or best estimate date of the event is unknown/could not be determined. Consequently, section b5 was left blank. Publication reference: avinash d¿souza, do et. Al (2021). "Echocardiography-guided percutaneous ventricular assist device for postinfarct ventricular septal rupture." Cardiovascular imaging case reports. December 2024 volume 8 number 12.